Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - oversensing related to this lead was seen via the remote monitoring system. The patient was asymptomatic and was admitted for follow-up. Oversensing was reproducible by moving the arm. A revision took place; the lead was explanted and a new one was implanted. The lead was not returned for analysis.